Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was explanted due to vegetation. No further patient com plications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 305u221 tissue valve, implanted (B)(6) 2011. (B)(4).